Event description:
The following description of the event was reported to (B)(4) by the foreign distributor and relayed to (B)(4) via email and documented by a (B)(4) tech support specialist in response to that e-mail. "Unit went off during transport the pt." The following description of the event was copied from a feedback form that was sent by (B)(4) to the distributor in (B)(4) seeking additional info. "Avea ventilator was prepared for transport with o2 & air cylinders. The internal battery indicator was green. Pt was sedated & was being transported for a procedure. A couple of mins after leaving the ward the ventilator screen went blank & stopped ventilating the pt. Pt was hand ventilated until another ventilator was attached." The following additional info concerning the event was copied from an e-mail from (B)(4) that was in response to an e-mail from (B)(4)seeking additional info. "The customer told me that the vent didn't alarmed audibly."

Manufacturer narrative:
The incident occurred at: (B)(4). Neither the foreign user facility nor the foreign distributor submitted a user facility/distributor report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. The following info concerning the evaluation of the device is a summary of the info provided by our distributor in (B)(4) to the (B)(4) tech support specialist. The (B)(4) tech support specialist in conjunction with the distributor in (B)(4) determined that the cause of the reported event was a worn internal battery pack due to use. It was determined that the failure of the internal battery pack was attributable to the age of the battery pack (over 2 years, replacement is recommended at 2 years) and the lack of manufacturer's recommended quarterly/annual maintenance and testing of the internal battery pack being performed by the user facility.